Manufacturer narrative:
It was reported that the distal tulip was released, and the stent spontaneously and unintentionally released in the cavity and was removed. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. However, it is hard to exactly analyze since the product was not returned yet. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly.

Event description:
In the case of "walled-off pancreatic necrosis," we determined that eus- guided, drainage was indicated. To this end, the customer first performed a puncture with a 19-gauge fna needle with fluid aspiration and wire advancement. The hot spaxus was inserted via the wire and an uncomplicated puncture was initially performed using a cautery system. The distal tulip was then released under eus and radiological visualization. When pulling the distal tulip toward the wall, the stent spontaneously and unintentionally released within the cavity. The nurse did not manipulate the release system. Using the inserted wire, the situation was clarified in the conventional manner with dilation of the access route, pigtail insertion, and retrieval of the stent.

Manufacturer narrative:
It was reported that the distal tulip was released, and the stent spontaneously and unintentionally released in the cavity and was removed. As a result of analysis of returned device, the outer sheath was not detached and stent was deployed and returned with the delivery system. There were no curve and kinking on the stent loaded part of the outer sheath. In the inner sheath, kinking was observed, but it is not clear whether it occurred during transit or procedure. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Hot spaxus stent is intended for the drainage of a pancreatic pseudocyst or a gallbladder through a transgastric or transduodenal approach. Resistance can be felt due to pressure generated by patient's lesion during deployment. It can cause deployment failure if deployment is tried by force in this situation since outer sheath can be stretched and detached. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. Based on the description "the stent spontaneously and unintentionally released in the cavity and was removed", there is a possibility the stent was misplaced and released in the cavity due to the strong pressure at the patient's lesion during placement and was removed. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
In the case of "walled-off pancreatic necrosis," we determined that eus- guided, drainage was indicated. To this end, the customer first performed a puncture with a 19-gauge fna needle with fluid aspiration and wire advancement. The hot spaxus was inserted via the wire and an uncomplicated puncture was initially performed using a cautery system. The distal tulip was then released under eus and radiological visualization. When pulling the distal tulip toward the wall, the stent spontaneously and unintentionally released within the cavity. The nurse did not manipulate the release system. Using the inserted wire, the situation was clarified in the conventional manner with dilation of the access route, pigtail insertion, and retrieval of the stent.